Event description:
A healthcare worker experienced burning, stinging and tingling sensations with whitening of the skin of her fingers and thumbs after examining a pouch from a wet load at the end of a completed cycle. The worker went to the emergency dept and was advised to wash her hands for 15 minutes. Her symptoms resolved within 3 hours. The vaporizer plate was in place at the time of the event.